Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the device failed high pressure calibration test and alarmed "cassette not attached properly" when latch was closed. It was found that the downstream occlusion sensor was inoperable and was the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "cassette not attached properly" when placed on set and the latch is closed (tried on multiple sets). There was no reported adverse event.